Event description:
It was reported, the patient was reportedly told by their physician to have stimulation as high as possible during the evening, but it caused too much pain and the patient was unable to sleep. They were complaining of left thigh pain that was ¿so intense¿ it would cause them to fall. The patient was hospitalized from (B)(6) 2014. Multiple ultrasounds and CT scans were performed, but nothing was found in regards to the pain. The general practitioner stated it was nerve damage, but the patient was following up with their implanting surgeon as "this" started after implant. In addition, the patient had issues turning the programmer up and down. Sometimes it was very easy and other times it was difficult. ¿coupling issues¿ were noted. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).